Event description:
Legal claim received alleging that the patient suffers from pain and increased metallic ions in his bloodstream. Update (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update (B)(6) 2013 - sales rep reported revision surgery. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2013. Update (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to clear yellow synovial fluid, and burnishing on the taper. The stem, stem sleeve and adapter sleeve are being added to the complaint. The stem and stem sleeve remain in situ. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.